Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and had a confirmed fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-52 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.